Event description:
IV catheter placed and when discontinued four days later it was found that the catheter had broken off the hub. Ultrasound showed the catheter was lodged in the basilic vein antecubital fossa. The patient went to surgery the following day to have the catheter removed.